Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user received an occlusion alert during insulin delivery. The user completed a supply change, and insulin delivery resumed as intended. Blood glucose was not affected, and no medical intervention was required.